Event description:
The customer stated they have noted that the initial and repeat reactive rate on prism htlv-I/htlv-ii has increased. The customer reviewed two months of tracking data and stated out of 24 repeat reactive patient samples, 22 were confirmed to be negative. No impact to patient management was reported.

Manufacturer narrative:
(B)(4) retained kit testing met all specifications. Complaint and manufacturing records for abbott prism htlv-1/htlv-ii, list number 6a53-48, lot number 66636hn00 were reviewed and did not identify any problems related to the customer's observation. Returned specimens were tested on both the returned reagent kit and an in-house file kit of lot 666636hn00. (B)(4). The reactive samples were tested using the (B)(4) assay and all gave negative results, which combined with the customer's negative western blot results, showed that the samples are false-reactive in the prism htlv-1/htlv-ii assay. Additional testing of a (B)(4) member negative population was tested to ensure the specificity performance of this lot. The testing gave no false-reactive results and therefore meet the internal release specification. In addition, field data indicate that the specificity performance of this lot is within package insert claims. Based on this investigation, it was determined that abbott prism htlv-1/htlv-ii, list number 6a53-48, lot number 66636hn00 is performing acceptably. The overall reactive rate is within the package insert claims. No product deficiency was identified. This is the final report.

Manufacturer narrative:
This report is being filed on an international product, prism htlv-I/htlv-ii that has a similar product distributed in the us, prism htlv-I/htlv-ii. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.